Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an infection. The origin of the infection and if the system caused or contributed to the infection is unknown. The system was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Correction: date of event should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information received indicated that patient was admitted after presenting to emergency department with chest pain. Patient had elevated troponin and found to have non-st-elevation myocardial infarction. Patient received antibiotics when infection was discovered and consequently had the system removed and replaced several days later.